Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2021. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent small bowel resection, partial omentectomy, and recurrent hernia on (B)(6) 2020. It was reported that the patient underwent partial small bowl obstruction to recurrent ventral/incisional hernia and mesh removal surgery on (B)(6) 2021. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.